Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a failure code 810:11 was found in the pump's event history but not duplicated during product evaluation. There was no assignable cause that could be provided for this condition, and no repair was necessary. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter service personnel, a colleague infusion pump was found to have experienced an 810:11 failure code, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.